Manufacturer narrative:
Na.

Event description:
This MDR is for test strip lot number 29779012. Patient identifier (B)(6) for the report on 33046011 strip lot. The customer complained of discrepant back to back inr results using coaguchek xs meter (B)(4). Customer tested the patient on the meter using strip lot 29779012 and the result was 3.8 inr. The customer tested on the meter again within 7 hours using strip lot 33046011 and the result was 2.7 inr. The patient has a therapeutic range of 2.0-3.0 inr. The patient is not anemic and does not have antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new illness, no new medication, no change to coumadin dose, no diet changes and no symptoms of bleeding or bruising. There was no allegation fo an adverse event. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297790 and lot 330460) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.